Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading reported was 666 mg/dl. Troubleshooting was not performed because the customer's reservoir was empty and he did not have another infusion set and reservoir with him.